Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level was 5.0 mmol/l at the time of incident and was treated with manual injection. The customer¿s other blood glucose was 14.2 mmol/l. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high-pressure test. The customer stated that the blood glucose was not coming down correctly for past 2 weeks. The customer alleged that the insulin pump was under delivering as they had a constant high blood glucose. The customer was able to perform high pressure test at this time. The insulin pump only alarmed at 2.7 units and took longer than anticipated. The customer was unable to retake test. The customer was advised to revert to back up plan per the healthcare professional¿s instructions. It was reported that the customer had lost some confidence in the insulin pump. It was reported that the customer could run the high-pressure test run but it took some time to alert. The device will not be returned for analysis.